Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the caiman instrument. It was reported that the jaws of the caiman would not close to grasp and seal the tissue pedicle, and remained stuck open. The device was being used on vessel and tissue; the jaw and tip had been dissecting and sealing, and it had been cleaned off. There was an error code noted, "e". A second device was used to complete the surgery. There was no patient harm. The adverse malfunction is filed under aag (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the instrument arrived in contaminated condition. Investigation: used test- and analysis- equipment: · digital-camera "panasonic dmc tz8" · fluke 178 trms multimeter (ID 1838) · measuring module box with power supply at first we made a mechanical inspection of the instrument. In contrast to the complaint description, the clamping function worked well. Only the cutting function didn´t work. The blade is sticking, caused by dried blood and tissue residues in the hinge and the blade guide. After that we performed a partially cleaning of the jaw with cotton swabs and a hydrogen peroxide solution (30%). Afterwards we checked the cutting function again. Now the cutting function was working correctly. During a second visual inspection we noticed several charring at the peek insulation of the upper jaw at very unusual places. Furthermore we noticed a heavy charring in the hinge, the right tongue was missing after the cleaning. In the next step we performed a electrical resistance measuring with open and closed jaw. With closed jaw the resistance between the upper and lower jaw was nearly infinitely (o.k.), but with open jaw the instrument announced a short circuit, normally the resistance in this position is also infinitely. We repeated this trials more than ten times when suddenly the pulling wire broke and the clamping mechanism did not work anymore. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: without further knowledge about the circumstances we suspect, that the problem was caused by insufficient cleaning of the instrument during surgery. The insufficient cleaning leads in the first step to a malfunction of the blade, the blade tends to jam and does not completely return to the end position. With the blade and blood and tissue residues in the hinge area leaking currents up to arcs are formed. The heavy soiling of the instrument substantiates this hypothesis. A material defect or a manufacturing error can be excluded. Corrective action: a CAPA is not necessary.